Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis found that one device was returned in good visual condition; four ecr60d and one ecr60b cartridge reloads were present. The cartridge reloads (c, d, g and h) were received fully fired and in good condition; reload (b) it was noted to have the pan dislodged. While no conclusion could be reached as to how the pan became dislodged from the cartridge, one possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the cartridge pan was remaining inside the jaw after the device was fired on the esophagus and the stomach. After the remaining cartridge pan was removed, another cartridge was loaded into the same device and they were used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: did the device cut as intended? -- yes. Did the device staple as intended? -- yes.